Manufacturer narrative:
The service rep replaced a failed battery pack. The system operates as intended.

Event description:
It was reported that the scanner did not come on. The customer stated that the scanner went off sometime in the middle of the day. No pt injury was reported.